Event description:
A surgeon reported that during a vitrectomy procedure, the cutter was "idled". The procedure was completed after replacing the product with another one with no harm to the patient. No additional information is expected.

Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
One 23 gauge probe was returned for the cutter seeming to idle during surgery. For this complaint file, the final customer lot was identified. For this final lot, two probe component lots were used to make up the final lot. A device history record review for the component lots was conducted. No anomalies were found during the device history record reviews. The product was released based on alcon¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicated there were no other complaints for the probe lots. The sample was visually inspected using 25x magnification and deemed to be conforming. Actuation testing performed was deemed conforming. Initial testing did showed the actuation not to work, but was acceptable upon retesting. Aspiration and cut testing was performed and both were deemed conforming. The probe was disassembled and the components inspected. There is approximately 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation does not confirm the probe had a cut problem. The probe was manufactured to specification. The visual examination of internal components indicates the probe had been running approximately 10 minutes prior to the customer issue. It appears the cutter may have temporarily been stopped due to some external reason such as surgical material interfering between the cutter and the port. After the initial actuation testing was performed, this interference may have been eliminated and the probe functioned properly. (B)(4).